Event description:
The customer reported the display is blinking on the left side. There was no patient involvement reported.

Manufacturer narrative:
Additional information: h2, h10 (investigation results). Correction: g1, g4, h3, h6 (method, results, conclusion), h11. The customer reported problem was confirmed.the device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 10/01/2019 to present date (B)(6) 2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the display is blinking on the left side. There was no patient involvement reported.